Manufacturer narrative:
Additional medical device type: fpa. (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a box of bd vacutainer® push button blood collection set doesn't have the expiration date and lot number. No serious injury or medical intervention.